Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between may 26, 2023 and may 27, 2023. H11: three (3) actual devices were received for evaluation. Visual inspection of the returned samples showed embedded particles on the outside of the white connector, or outside of the bag. The particles were further described as dark fiber/particle spots. The reported condition was verified. The cause of the condition could not be determined; however, was possibly due to variations in the manufacturing, packaging process, as the pm observed is either enclosed or embedded in the samples sealed product packaging, or embedded in the product tubing, or observed on various areas of the inlet products including the white downstream connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags had foreign matter in an unspecified location. This was observed before use. There was no patient involvement. No additional information is available.